Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vasculature anatomy and resistance at axillary artery preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pre procedure note: this was a no cross 5.5 due to axillary anatomy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 76-year-old female with a medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency was admitted with chest pain and shortness of breath. Troponin levels increased overnight, and the patient was taken to the cardiac catheterization laboratory. An impella cp was implanted for mechanical circulatory support. Moderate aortic stenosis and the need for future aortic and mitral valve intervention was noted. Percutaneous coronary intervention (pci) was performed to the left anterior descending (lad) artery. The patient was subsequently transferred to a higher-level facility for cardiac critical care management. On post-implant day one, continuous suction alarms were observed overnight while the impella cp was operating at performance level (p-level) 8. The physician initially advised maintaining the current p-level. Due to small vasculature, extracorporeal membrane oxygenation (ECMO) flows could not be significantly increased. Critical care was present at bedside and later agreed to decrease the impella performance level. At p-4, intermittent suction alarms persisted. Bedside echocardiography confirmed appropriate device positioning. The impella cp was utilized at lower p-levels as a left ventricular vent, and ECMO and impella flows remained unchanged. The patient also developed thrombocytopenia with platelet count of 60 x10/l. Vascular access was noted to be limited due to small vessel size. Overall prognosis was documented as poor. Approximately four days later, the patient experienced ventricular tachycardia cardiac arrest. The decision was made to continue mechanical circulatory support. An attempt was made to implant an impella 5.5; however, the procedure was aborted due to the patient¿s axillary artery anatomy. The patient remained supported with impella cp and ECMO (ecpella). Days later, argatroban was placed on hold due to bleeding concerns. On day nine of support, the family elected to transition the patient to comfort-focused care. Life-sustaining therapies were withdrawn, and the patient subsequently expired. Suction events are a known and common complication when patients are supported concurrently with ECMO and an impella pump. The patient experienced other impella-related events (that included ventricular tachycardia arrest). The death is being associated with the impella cp. The impella 5.5 implant attempt was aborted due to patient-specific anatomy limitations. This event is a malfunction type of reportable event. The patient's underlying condition contributed most to the demise outcome (cardiac condition, "poor" initial prognosis). The patient was unable to recover from the cardiac event and comfort care was elected which led to the patient expiring. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.